Manufacturer narrative:
The failure sample was unavailable for analysis. A review of the complaint history for lot 5243702 revealed no prior incidents of this type. Based on the available info and lot records, this incident does not appear to be related to a mfg defect, however without the failure sample for analysis we are unable to confirm the cause of the reported condition.